Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, scratched keypad overlay and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a hospitalization that occurred on (B)(6) 2016 due to high blood glucose levels. The customer stated that his device made a noise, then he was out of insulin, his reading was at 570 mg/dl, and then he was taken to the emergency room in a coma. The customer's reading ranged from 300 to 570 mg/dl during the hospital stay. The customer was wearing the device at the time of admission. The customer stated he was unsure of his symptoms because he went into a coma. The customer was treated in the hospital. The cause of the visit was due to diabetic ketoacidosis; customer reported that he flat-lined due to being in diabetic ketoacidosis. The customer reported that he was in the hospital for 10 days, and was still being treated in the hospital. The customer stated that he recently treated with a manual injection because the hospital staff did not want him to use the insulin pump. The customer's insulin pump was replaced, and will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.